Event description:
Customer reported that six (6) needlesticks (separate individuals) have occurred over the past three months with this product, involving users both new and experienced. In three cases, gloved fingertip was caught in safety mechanism as attempted to activate, impeding completion of the safety arm covering the needle. Nurse pushed finger over the top of the safety arm and received the needlestick. No names or other details are available.

Manufacturer narrative:
Since the devices involved in these events are not available for eval, it is not possible to determine if the reported events resulted from a device malfunction or end user technique. In addition no lot info was available. As in all instances, regulatory compliance will continue to monitor complaint levels in order to identify any changes in trending. Note: the alleged incidents occurred from 2007 to 2008. Bd was notified on april 15, 2008.